Manufacturer narrative:
The respironics service tech was not able to confirm the reported problem. The service tech replaced the sensor board at technical discretion. Performance verification testing and extended self testing (est) was performed, and the unit passed to specs. The sensor board was returned to the factory for analysis. Factory analysis confirmed the customer reported event, and reported finding an intermittent connection.

Event description:
The customer reported the ventilator alarmed low o2 supply. The ventilator was not in use at the time of the reported problem.